Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated during removal. The catheter was cut and a guidewire was inserted, but the balloon could not be deflated. The balloon was ruptured by the laser via vesical fistula.

Event description:
It was reported that the balloon could not be deflated during removal. The catheter was cut and a guidewire was inserted, but the balloon could not be deflated. The balloon was ruptured by the laser via vesical fistula.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Received only the distal part of a cut catheter. The sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.]" Patient code: (B)(4).